Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4261 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no. A67116,871972) for female sterilisation. The patient had a medical history of ovarian cyst on (B)(6) 2022, cervical low grade squamous intraepithelial lesion on (B)(6) 2022, atypical squamous cells of undetermined significance on (B)(6) 2021, parity 2, multi gravida, cramp in lower abdomen and birth control (mirena) in 2013 and overweight and abortion in 2012. Concurrent conditions were listed as pelvic pain and menorrhagia since (B)(6) 2022. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4267 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy - uterus,salingectomy cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: left: 4, right: 3-4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.342 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: preop diagnoses: hsg after essure. Posotp diagnoses: bilateral tubal blockage. Findings: uterine cavity revealing no intracavity defects and iud in place. Appropriate placement of the essure coils was assured. No contrast was noted to past either essure coil. Patient wishes iud removal. No iud strings was at cervic before procedure unspecified date additional indication: followup essure. Findings: the endomotrial cavity is normal in shape. Size and position, no intrauterine filling defects are present. Bilateral essure implants are present. No spillage on either side. Impression: bilaleral essure implants. No spillage. [Pathology test] on (B)(6) 2022: diagnosis: a. Uterus, cervix, and bilateral fallopian tubes (total hysterectomy and bilateral salpingectomy): cervix: -nabothian cysts, negative for dysplasia. Uterus: inactive endometrium, negative for hyperplasia or malignancy. Serosal adhesions. Adenomyosis. Weight 104 grams. Fallopian tubes: -no significant histopathologic change. Essure micro insert. Gross description: metallic coiled wires are identified at both cornus extending into proximal fallopian tubes, consistent with essure device. [Physical examination] on (B)(6) 2012: cervix: iud strings visible. The most recent follow-up information incorporated above includes data received on: 29-sep-2023: reporter and patient information, medical history, lab data, indication, lot no., drug stop date, event onset date, non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4261 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no. 871972) for female sterilisation. The patient had a medical history of ovarian cyst on (B)(6) 2022, cervical low grade squamous intraepithelial lesion on (B)(6) 2022, atypical squamous cells of undetermined significance on (B)(6) 2021, parity 2, multi gravida, cramp in lower abdomen and birth control (mirena) in 2013 and overweight and abortion in 2012. Concurrent conditions were listed as pelvic pain and menorrhagia since (B)(6) 2022. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4267 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy - uterus,salingectomy cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: left: 4, right: 3-4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.342 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: preop diagnoses: hsg after essure posotp diagnoses: bilateral tubal blockage. Findings: uterine cavity revealing no intracavity defects and iud in place. Appropriate placement of the essure coils was assured. No contrast was noted to past either essure coil. Patient wishes iud removal. No iud strings was at cervic before procedure unspecified date additional indication: followup essure findings: the endomotrial cavity is normal in shape. Size and position, no intrauterine filling defects are present. Bilateral essure implants are present. No spillage on either side. Impression: 1, bilaleral essure implants. No spillage. [Pathology test] on (B)(6) 2022: diagnosis: a. Uterus, cervix, and bilateral fallopian tubes (total hysterectomy and bilateral salpingectomy): cervix: -nabothian cysts, negative for dysplasia. Uterus: -inactive endometrium, negative for hyperplasia or malignancy. -serosal adhesions. -adenomyosis. -weight 104 grams. Fallopian tubes: -no significant histopathologic change. Essure micro insert. Gross description: metallic coiled wires are identified at both cornus extending into proximal fallopian tubes, consistent with essure device. [Physical examination] on (B)(6) 2012: cervix: iud strings visible lot number871972manufacture date2011-05expiration date2014-05 lot number a67116 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.